Event description:
Pt was born with renal insufficiency. The physician feels the negative pressure in and near the side holes of the catheter created during drainage had absorbed the bowel unexpectedly, causing the intestinal perforation at one of the side holes and leaving the imprints on the bowel. Only one perforation and the imprints that has not led to perforations were observed at the peritoneotomy. The imprints confirmed to the shape of the side holes.